Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: problem noted that bloods leaked on the side of the syringe when blood aspirated and pushed back on patients occurred.

Manufacturer narrative:
H6:investigation summary one photo was provided to our quality team for investigation. Though visual inspection, damage is observed in the barrel of the syringe. A leak between the stopper ribs was noted, the damage causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for the reported lot 2111080, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was inspected, and no damage or defects were observed within any of the products. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the damage observed, it was determined this incident was likely related to the marking machine. A project was initiated to replace parts within the marking machine to prevent any future occurrence of this incident.

Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: problem noted that bloods leaked on the side of the syringe when blood aspirated and pushed back on patients occurred.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.